Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. Vascular access was obtained through the femoral artery using a contralateral approach. Two non-bsc stents were implanted in the external iliac artery, just below the aortic bifurcation. Then the physician advanced this 8.0x40x75cm express ld stent through another manufacturers' 6f introducer sheath to implant in the right common iliac artery. The anatomy was moderately tortuous where the introducer sheath was located. Upon advancement through the introducer sheath, angio was performed, and it was noted the stent had moved over the proximal marker band. The stent was still located on the balloon. The stent was still delivered to the lesion and implanted without difficulties. Stent final position was well positioned and well apposed. The procedure was considered complete. No patient complications were reported and the patient's status is good. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).